Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6), 2011, the pt contacted animas alleging that she had cartridges that leaked. The pt denied that her blood glucose (bg) was affected by the alleged issue. She indicated that she did not save the cartridges. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she had cartridges that leaked. The pt did not allege any harm or injury because of the reported issue.